Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.